Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer requested a quote for the foot spring stating that the spring wires are breaking.